Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient's controller triggered a "critical battery" alarm and the patient experienced early power source switching between batteries. The batteries were exchanged by the facility and returned to the manufacturer for analysis. There was no reported patient injury related to this event. Upon evaluation, both batteries passed visual inspection and functional testing. However, log file analysis confirmed the reported event, as multiple premature power source switches were registered. Although failure analysis results indicate the batteries performed per specification, based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack and a communication error between the batteries and the controller. Z-1917-2015. A field safety notice (fsca apr2015a) was issued to clinicians to be delivered to patients currently on device. It provided awareness, warnings, and safety mitigations regarding potential communication issues between the controller and battery power sources. Z-1607-2014. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management. Field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. Batteries received on (B)(4) 2014. (B)(4) / 1650de - expiration date: 02/28/2015, (B)(4) / 1650de - expiration date: 06/30/2015. (B)(4).

Event description:
It was reported from the netherlands that a patient experienced a critical battery alarm and the day after, experienced changes in the power source (battery) earlier than expected. Outcome is noted that there was no consequence or impact to the patient related to this event.

Manufacturer narrative:
A review of the batteries incoming inspection records indicated there were no ncmr's generated that could be attributed to the reported event. Upon completion of the review, it was concluded that the units met all the internal requirements prior to its qa release process. Moreover, there is no evidence that the manufacturing process was a contributory factor to the events reported under this complaint. A review of the complaint data was completed for this patient, there is no record of previous servicing for this patient. Serial number: (B)(4), manufacturing date: 2014-02: the returned battery passed visual inspection and functional testing in a lab environment. During testing, none of the battery cell pairs exhibited voltages below the 2.8 volts level and the full charge capacity remained above 2800 mah. Log files analysis revealed the occurrence of a series of premature battery switches, which might have triggered the multiple critical battery alarm events noted. While the exact cause of the reported event cannot be conclusively determined, log file data points toward a potential communication anomaly between the controller and the connected battery. However, this battery performed per specification under testing conditions. Testing completed (B)(4) 2015. Serial number: (B)(4), manufacturing date: 2014-06: the returned battery passed visual inspection and functional testing in a lab environment. During testing, none of the battery cell pairs exhibited voltages below the 2.8 volts level and the full charge capacity remained above 2800 mah. Log files analysis revealed the occurrence of a series of premature battery switches, which might have triggered the multiple critical battery alarm events noted. While the exact cause of the reported event cannot be conclusively determined, log file data points toward a potential communication anomaly between the controller and the connected battery. However, this battery performed per specification under testing conditions. Testing completed (B)(4) 2015. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.